Manufacturer narrative:
(B)(4). At this time, the customer has not responded to requests for additional information regarding this event. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator's low source gas led was on and the maximum flow on the flow meter was 30 liters/minute while the ventilator was in use on a patient. The end-user was not able to increase the flow. At this time, it is unknown if there was patient harm/injury associated with this issue.